Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was evaluated. Evaluation determined that there were no issues with the system or the software. Analysis of the returned images confirms the issue described by the reporter. Review of the device log files found that the camera moved during the distal resection but no indication that the femur array did. The assignable root cause could not be established. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Velys h10 legal statement: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon follow up with the reporter regarding the event, it was reported that there may have been slight variability in the cuts as only the proximal tibial and distal femoral surfaces were verified. This is why the trial may have stayed more flexed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from australia that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the ps trial sat more flexed on the femur than the cuts completed with the robotic assisted solution. The reporter stated that the event occurred when trialing the implant. The reporter stated that the procedure was planned cemented procedure. According to the report, there was no negative outcome, and the knee was well balanced. It was reported that the device was being used with a robotic assisted base station device. The exact date of this event was unknown. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.